Manufacturer narrative:
The devices were discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient's precision system was explanted due to excessive scar tissue and the doctor was unable to place the leads where the patient wanted them.